Manufacturer narrative:
Device discarded at the site so no analysis could be performed. H4) device manufacturing date is dependent on lot number/serial number, therefore, unavailable as the site discarded the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial biopsy procedure, the site was attempting to screw in the base plate for a biopsy procedure, but the end of the screwdriver was deformed and would not fit into the screws. The site needed to use a different screwdriver to continue the case. Screwdriver was discarded after case. There was no delay to the procedure and no reported impact on patient outcome.